Manufacturer narrative:
The hill-rom technician found the alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed alarm and housing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm would not alarm. The bed was located on 1 east of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).